Event description:
The customer reported the system displays intermittent poor image quality. There were blurry images printing and in the system.

Manufacturer narrative:
The ge service rep observed the previous images. He suspected patient movement. The ge rep found artifacts on images and found that the contrast spilled and dried on collimator cover. The ge rep cleaned the cover and removed the artifacts. He checked the image resolution. All were within specs.